Event description:
In 2009, the patient was implanted with three gore tag thoracic endoprostheses for a thoracic aortic aneurysm. The aortic neck did not have sufficient area to land the device, therefore, the physician performed a debranching procedure using a dacron bifurcated vascular graft. The gore tag thoracic endoprosthesis intentionally covered all three branch vessels. The physician anastomosed a 10mm gore-tex graft to the proximal side-wall of the dacron bifurcated graft. Three tag devices were implanted and the patient tolerated the procedure. The next day, computed tomography showed a proximal type I endoleak. The physician performed another endovascular procedure to balloon the endoleak. The endoleak was reduced. On an unknown date, the patient presented with bowel necrosis. An enterectomy was performed. The patient expired five days later. The cause of death was bowel necrosis, due to emboli showers.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of aneurysm include severe neck angulation, short aortic neck(s) and significant thrombus. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery. Additional proximal aortic neck length may be gained by covering the left subclavian artery (with or without discretionary transposition) when necessary to optimize device fixation and maximize aortic neck length. Complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, ischemia, reoperation, and death. Please note additional devices implanted: tg4020/06822831 and tg4020/06629580. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.